Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: there was a crack along the side of the battery compartment from the threads to the case seal. Unrelated to the battery compartment crack, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.